Event description:
It was reported that during surgery for an explant of a click x construct on (B)(6) 2014, while the surgeon was removing the transconnector implant, the tip of the 388.31 long small hexagonal screwdriver broke and remained in the transconnector implant. This transconnector implant was removed during the total construct explant. Surgeon verified that no instrument fragment remains in the patient. Another screwdriver was available in the operating room to complete the surgery. The revision surgery has been documented on complaint #(B)(4). This report is 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history records has been requested. Placeholder.